Event description:
The customer reported a dried blood leak of unspecified volume from a coulter lh 500 hematology analyzer, observed while the unit was in shutdown. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found and replaced defective tubing at pinch valve (pv40) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. The beckman coulter internal identifier for this report is (B)(4).